Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported for father via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of 815 mg/dl. The customer was wearing the insulin pump during the hospitalization. Customer's daughter reported crack on battery cap and down side of the insulin pump. The insulin pump will be returned for analysis.